Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number ag2093832 was released in a single batch. Batch1: lot qty of (B)(4) units were released on august 12, 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 final tightener driver (p/n: 286745550, lot number: ag2093832 ) was received at us customer quality (cq). Upon visual inspection, the tip of the driver is broken. The broken tip components were not returned. Additionally, scratches from field usage were observed all along the device which do not affect the functionality of the device. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: diameter of the shaft. Measured dimensions: diameter of the shaft: conforming. Document/specification review: the following documents were reviewed: viper2 x25 final tightener assembly: current and manufactured revisions. Viper x25 final tightener shaft: dwg-current and manufactured revisions. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the tip of the viper2 final tightener driver is broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during posterior spinal fusion surgery the tip of the viper 2 final tightening shaft broke off in the set screw. The surgeon tried to remove the broken piece but it could not be recovered. Fragments were generated. There was no surgical delay. Patient and procedure outcome were unknown. This report involves one (1) viper 2 system final tightener driver x25. This is report 2 of 2 for (B)(4).